Event description:
The reporter indicated the surgeon used a ks-a3i aq310ai 23.5d preloaded injector to insert the lens. When injecting the lens into the eye, the lens optic cracked/broke. The lens was removed. No patient injury. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method - device work order search. Results - device work order search: a device work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation in progress. A current investigation involving cracked or stiff optics on the 3-piece silicone lenses is ongoing. (B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review result: (no failure detected) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - (other): lens not returned. Claim # (B)(4).

Manufacturer narrative:
Result code(s): (operational problem) : visual inspection of the returned product found no irregularities on the nozzle. Viscoelastic should have used adequately seeing from the sign. The rod cap was adequately travelled till the final position. Top flange was pushed down correctly. Confirmed the lens was cracked. It was not possible to find the exact root cause, but in case continue to eject the lens though it is rotated than correct position, it is possible that confliction on the lens may develop the crack. Lens is more often rotated when leave the injector too long after viscoelasticity infusion. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).